Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line clamp was closed during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed air in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. During troubleshooting, it was discovered that the patient line clamp was closed during priming. The caregiver was advised to start over with new supplies. Proper procedures were discussed per user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.